Event description:
The customer reported cross arm brake doesn't work properly. The lock that moves the arm back to front needs service immediately.

Manufacturer narrative:
The system was repaired, found to be operating as intended, and released to the customer for use.